Event description:
On (B)(6) 2025, it was reported that the user, experienced low blood glucose (bg 40 mg/dl) while using the ilet. The user became confused, and the caregiver administered oral glucose. The patient recovered without hospitalization. The healthcare provider (B)(6) was informed.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.